Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse practitioner reported via telephone call that the customer was admitted to the hospital due to a transplant. The caller also reported that the customer had washed the insulin pump and lost the settings.